Event description:
When 8fr. Smartport was explanted, blue boot strain relief mechanism was no longer attached to port and remained in patient. Device placed at outside hospital so device specifics unknown.